Event description:
It was reported that a loss of monitoring affecting 14 pts occurred lasting 30 mins. No backup monitoring was reportedly available. Staff monitoring the sys noticed the loss of monitoring and moved a critical pt to another cic station. No pt injury or death reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.